Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: during investigation of the returned pump the alarm was reproduced during the rewind step, unable to verify steps. The failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip. Unrelated to the complaint, the battery compartment was found to be cracked above and below the bumper pad and battery compartment threads were found to be stripped. No battery cap was returned with the pump. A test battery cap was not able to fully secure to the pump due to the damaged battery cap threads. Test battery cap secured well enough to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.